Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of voluntary medwatch report  with patient identifier (B)(6). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that the needle tip was removed during the same procedure with no consequences to patient due to alleged device issue/delay in procedure. The reported information indicates sample is available for evaluation. Is the actual sample available or a representative? Please advise if a shipper kit should be sent to the following address to return the sample. If no, please provide name, shipping address and telephone of the person to whom a shipper kit may be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery, the needle was blunt and the tip had broken off prior to closure so the procedure was stopped, radiology was brought in, and the foreign body was isolated. It took approximately 45 minutes to find the foreign body through exploration, irrigation, suction, placement and removal of sponges. The foreign body was removed. The last ap and lateral showed the foreign body removed as opposed to the first ap and lateral that showed the foreign body in the abdomen. There were no patient consequences reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/21/2018. This follow-up medwatch report is in response to receipt of maude report mw5080116 which was related to this event.